Event description:
The customer reported that the paramedics had been called out to assist them. Prior to the incident, the customer had entered their basal rates into the pump, but did not correct the time. The bg was normal at that time. It was stated that customer had set a temporary basal rate on the pump. Then walked their child to school and forty-five mins later the paramedics were called. The customer stated that they had fallen and fractured their leg. It was indicated that the pump had correct settings. Currently, the customer is on their back up pump and declined to do further troubleshooting.